Manufacturer narrative:
(B)(4). Batch # n9232p. The device was received with no apparent damage. During mechanical testing the jaws would not open nor close completely so no functional testing could be performed. The device was disassembled and the proximal gear was missing four teeth and they were not returned. The damage to the proximal gear prevented the jaws from opening and closing. Although the gear teeth may have been discarded or lost after the device was removed from the surgical field, our findings raise the possibility that the pieces could have been left in the patient, though this device is used in open procedures and the gear and gear teeth are in the handle of the device. We are sending this letter in an effort of helpful transparency in the event of an unexpected post-operative complication. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during an open hysterectomy procedure, the device locked up on tissue; surgeon finally got the jaws to open. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was previously disassembled and an internal gear was discovered with 4 fractured teeth. This material analysis is for identifying the gear fracture. The gear was examined and photographed with an optical microscope and the fracture surfaces were subsequently examined in the scanning electron microscope .all the teeth fractured in a ductile manner when a load was applied to the teeth more than the of the strength of the material. The part is a powder metallurgy (pm) component and is not 100% dense. While the fracture surface showed evidence of proper bonding, and not a green state crack, the degree of bonding appeared to be lower than is typical for a pm part. On the fracture surfaces examined on all the 4 teeth, very little areas of bonding were present. This indicates the level of bonding between the fracture surfaces was low and would result in a lower force required to break the teeth. All 4 of the teeth had a similar fracture surface. To verify the low density of the part, the gear was cross sectioned through the teeth and metallographically prepared. There is considerable variation in the porosity in the part with the teeth having much lower density than the center of the part. Conclusion: the gear teeth fractured due to an excessive load applied during surgery. The load that the teeth could withstand was lowered by regions of lower density in the teeth.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: this is the only follow up information I could obtain¿ did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? Not sure. If yes, how was the device removed? (I.e. Cut off, forced opened) the surgeon used mayo scissors to cut off tissue to remove device. If cut off, did this cause a change in the plan of care for the patient? No change in plan, did the removal cause any damage to the vessel/artery? No damage to patient. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No new enseal super jaw was opened to complete case.